Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the touchscreen displayed red lines. Reportedly, the red lines displayed did not block any graphics on the touchscreen. Customer's blood glucose level was not impacted.